Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the logs and confirmed that there were no messages stuck in the interface. While preparing to join the call, the user informed that the issue had occurred due to meditech being down earlier. Confirmed that the issue was resolved later by itself, and no further investigation was required. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, meditech and pyxis were not communicating. Nurses were unable to view patients in pyxis; however, patient medications were visible in meditech. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.